Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
This follow-up MDR is created to document the additional event information received for record # (B)(4). According to the available information the restorelle was implanted in 2016 and was removed (B)(6) 2020 due to exposure. Additional information received from the territory manager indicated: ¿patient had both an aris and restorelle directfix anterior mesh placed in 2016. From my observation in the case the erosion/exposure was located midline in the anterior vaginal wall and it was the restorelle mesh that had become exposed not the aris sling. Physician removed the exposed mesh and then performed cystoscopy. Everything with the aris sling appeared to be intact with no visible erosion/exposure and was left alone. No components were received for evaluation. As examination of the components may not conclusively confirm or disprove the report of exposure quality accepts the physician¿s observations as to the reason for surgical intervention. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, though not verified, patient had both an aris and restorelle directfix anterior mesh placed in 2016. From my observation in the case the erosion/exposure was located midline in the anterior vaginal wall and it was the restorelle mesh that had become exposed not the aris sling. Physician removed the exposed mesh and then performed cystoscopy. Everything with the aris sling appeared to be intact with no visible erosion/exposure and was left alone.

Manufacturer narrative:
Portions of this event were previously reported under manufacturer report number 2125050-2022-00066; since that time, the complaint records were determined to be duplicates and 730099 has been merged into 612198. Any additional information received regarding this event will be submitted under this manufacturer report number, 2125050-2020-00916.

Event description:
Additional information received on 1/20/2022- legal representative stated that the patient was experiencing dyspareunia, pelvic pain, groin pain, vaginal pain, and recurrent urinary incontinence. Also stated erosion and exposure. The device is still implanted. Additional info received on 11/1/2022: (B)(6) 2016: left anterior thigh pain and weakness. (B)(6) 2020: mesh erosion, sui. (B)(6) 2020: repair of cystocele and excision of restorelle directfix under general anesthesia.

Event description:
Additional information received on 6/15/2023 indicates that the patient experienced urinary tract infection including a yeast infection.